Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the perforated vein graft of the obtuse marginal (om) artery the 3.5 x 15 mm trek dilatation catheter was used for a long inflation; however, it could only be partially deflated. While attempting to retract the device, it became stuck on the guide wire and detached, remaining on the guide wire. The separated device, guide wire and guide catheter were removed as a system from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The deflation issue and difficulty removing the balloon dilatation catheter (bdc) from the guide wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue and difficulty removing the bdc from the guide wire; however, the reported shaft separation appears to be due to operation context of the procedure as the device was removed while under resistance. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.